Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an infectious abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure without adverse events being revealed. On (B)(6) 2015, a follow-up computed tomography angiography (cta) revealed that a trunk-ipsilateral leg component (rlt281218j/13808978) on the right side occluded. The patient was asymptomatic to the occlusion. On (B)(6) 2015, the patient was implanted with a bare-metal stent in the occluded right leg. The occlusion resolved and the patient tolerated the procedure. It was reported that the abdominal aortic bifurcation was narrow, and two 23-mm contralateral leg components and a 12-mm ipsilateral leg of the trunk have been implanted in that narrow area. The 12-mm ipsilateral leg was pushed by the contralateral leg components, causing the leg occlusion.